Event description:
Attempts to draw back blood from port unsuccessful. Pt brought to angio to check port patency. Under fluoro, it was determined that catheter portion of port was discontinuous, was now located in the right heart extending into superior vera cava. Catheter portion appears to have broken beyond the attachment hub.